Event description:
It was reported that an unspecified bd extension set leaks at the connection during flushing. The following information was provided by the initial reporter: in our clinical decision unit, when luer-locking to IV catheter, it appears that it is on and tight, but upon flushing then it leaks all over and needs to be tightened. This happened at least 2 times today. And, it seems that we have had multiple issues with these bd sets the past few months. Additional info from customer: (21-aug-2023) is there any adverse event or serious injury happened? Rn got sprayed in face by saline. Please provide event date. (B)(6) 2023. What is the total occurrence number? Please provide a specific number. 8 are you able to provide sample to bd for investigation? If no, can a photo be provided? No. Can you please provide correct material and batch number? Not at this time, will for next occurrence. As reported you have had multiple issues with these bd sets the past few months. What are the issues? Have you reported to bd before? Saline lock does not always luer lock correctly on to the IV catheter, but it appears to be correct. Saline either squirts out when flushing or runs down patient arm. Additional information (25 aug. 2023) did the nurse who was sprayed in the face by saline require any diagnostics or treatment for the event? If yes, please describe what type of follow-up or care was required. She did not have any diagnostics or treatments.

Manufacturer narrative:
D.4. Medical device expiration date: unknown. H.4. Device manufacture date: unknown. Reported material number mz3509 and reported lot number (10)23059003 are invalid for this device. Customer unable to clarify or provide additional information regarding device identification. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.